Event description:
It was reported the pt was no longer receiving stimulation coverage. It was reported reprogramming was unable to resolve the issue. The pt was receiving stimulation in his back above the area where the pain was located. It was reported the pt was unable to feel the stimulation unless the amplitude was increased. Initially, it was reported there were contacts with low impedances. At a more recent reprogramming the impedance were all within normal range but the stimulation continued to be higher than needed. X-rays did not show any migration. It was reported the physician planned to undertake surgical intervention to address the issue, and the plan was to position the lead at a lower level.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.